Manufacturer narrative:
Updated: b4, d9, e1 (event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions) and h11 corrected: d1 (unique identifier (UDI) #), h6 (medical device ¿ problem) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit did not have any alarms logged. The unit failed the pim portion of the all manifold test. The fse replaced the pim as a precaution. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part pneumatic module assy. With a reported unit failure of gas loss alarm. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part pneumatic module assy. Into the cardiosave test fixture serial number ch344393k3 and tested the pim to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the all manifold test. The pim failed the leak differential test, with a result of -51mmhg. Please see attachment. The factory specification is +-10mmhg. The pim failed testing. Although the fat dept. Did not observe a gas loss alarm. The leak in the pim is the probable cause of the gas loss alarm. Retaining the pim in the fat per procedure. Based on the evaluation results provided, the issue was resolved by replacing the malfunctioning ¿pim¿. Per the cardiosave dfmea the possible cause of the failure mode ¿pneumatic interface module, leak¿, is ¿component reliability or fatigue¿.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had gas loss alarm. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6(component code).

Event description:
N/a.